Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. No intervention was performed and the patient was lost to follow up. No further information was available.